Manufacturer narrative:
According to the complainant the device will not be available for investigation because it was discarded. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 900 mg/dl while wearing the pod on their arm between 4 and 24 hours. The patient stated that the pod appeared to malfunction and that the dexcom g7 continuous glucose monitor was providing inaccurate glucose readings. Symptoms reported include fever, malaise, polydipsia, slurred speech, and difficulty communicating. Additional complications include cerebral edema. The patient was transferred to phoenix children¿s hospital, where they were treated with a ¿cocktail¿ of insulin and unspecified intravenous medications to address brain swelling. They were also prescribed novolog prefilled pens as a backup insulin option. The pod was retained by the hospital, and the patient was discharged after four days.